Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On (B)(6) 2024, it was reported that patient faced two infusion sets tap not sticking. Infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). (B)(6).